Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint was received with the return of device. Conclusion - failure event observed during analysis. Final analysis found the inner coil fractured at 17.2 cm from the connector pin. An insulation abrasion exposing the outer coil was noted at 15.0 cm to 15.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.